Manufacturer narrative:
Reliability analysis inspected 1 opened or used enlite sensor and performed visual inspection and found sensor needle bent inside sensor. Analysis was unable to confirm if the customer received sensor in said condition due to customer returned opened or used sensor.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 124 mg/dl and sensor glucose was 64 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.